Event description:
I got essure in 2008 after my third baby, while discussing with my doctor what would be the best birth control for me, my husband and I decided that we did not want any more children. The doctor mentions essure and assured me that it would be the easiest no down time no hormone, safest option for me, I thought great! I won't even need to recover from this so no time away from my children. Shortly after getting the coils the cramping was awful, I would say I remember that pain more than I remember having all 3 of my children. I visit my doctor that year multiple times with different symptoms, at first the cramping, bleeding, and the bloating, soon came the anemia that was found by a nurse in one of those visits. About 2 years after getting essure I had developed lots of different problems and seen multiple doctors hoping for an answer but no one knew why I was so sick, by this time I had the major bloating, super heavy bleeding, cramping, anemia, fatigue, joint pain, dizziness, hair loss, muscle aches, skin problems, digestive problems, headaches, memory loss, eye problem, upper stomach pain, depression, pain during sex, all of this at age 24. I thought I was going crazy, how can a 24 year old suffer so many problems and with no answer as for why. After multiple visits to the doctors and specialist multiple exams, MRI, x-rays, CT scans, ultrasounds, upper scope, colonoscopy, blood-work everything was always negative, I was even put on a feeding tube to rule out food allergies. By this time my gi doctor was frustrated. His next step was going to be a surgery but that was the last thing he wanted to do because of the risks, so he asked me to go over my medical history with him - any surgeries or just anything I can think of. I came across essure, I explained to him that it was a permanent birth control, he asked if it releases hormones I told him it did not, he said he would look into it and we would talk about it next time. I found out that essure has some nickel and other metals, I knew that there was a chance I could be allergic to nickel because my mother is and so the doctor asked me to get tested for nickel and to go visit my ob/gyn to rule out essure before he does the surgery. I visited with a new ob/gyn and I explained to her what has been going on, but she tells me right away that there is no way that essure has anything to do with the problems, I tell her that I'm not saying that essure is causing all this problems but I want to be 100% sure that its not before I do the stomach surgery, so she says fine but I will have to talk to a surgeon first. Soon later she comes back in with a better attitude and says well I guess the surgeon has had to remove some already because they have affected some ladies. After talking to the surgeon I was scheduled to get a hysterectomy. I had the hysterectomy done almost 2 weeks ago and I can feel a change. I have not had any headaches, I have noticed a huge change to my skin, no more stomach or digestive problems, my body does not ache, I am not as fatigued even after surgery I have more energy. Things have been changing after the removal of essure. I got the coils in 2008 I had them for 6 years and for the 6 years I thought I was crazy, I thought I would have to live in pain for the rest of my life. It's been 2 weeks and some of my health problems have gone away. I won't know if they are gone for good but I have hope. I remember the ob/gyn telling me that the amount of women that have had a bad reaction is small compared to the successful ones, but then I asked well how many of them might not even know that essure is the cause of any health problems, I would have never known it was causing me problems if my gi doctor had not brought it up. I never imagined that something placed in my fallopian tubes could be causing problems all around and all I know is that we are not all the same and I guess I was in the 1%. (B)(4).